Event description:
It was reported that customer received a resume pump alarm. During troubleshooting with tandem technical support, pump data was reviewed. Data confirmed insulin delivery was stopped and customer filled infusion set tubing. Approx 15 minutes later, customer received the resume pump alarm. Customer confirmed the cannula was filled earlier and customer may have forgotten to resume insulin delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
Per t:slim user guide: if starting from the home screen, tap options, tap load, tap fill cannula and then follow the instructions. Insulin delivery will be stopped and must be resumed upon completion. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.